Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys estradiol iii assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with an estradiol value of > 3000 pg/ml accompanied by a data flag. The sample was repeated with an automatic 1:50 dilution, resulting as > 150000 pg/ml accompanied by a data flag. The sample was repeated a second time with an automatic 1:100 dilution, resulting as 2682 pg/ml. The 2682 pg/ml value was reported outside of the laboratory to the physician who complained that the result was too high. The sample was then repeated two more times, resulting with values of 57.16 pg/ml and 56.75 pg/ml. The customer believed these two final values to be correct. No adverse events were alleged to have occurred with the patient. The estradiol reagent lot number was 31981601, with an expiration date of 31-mar-2019. The field service engineer found that there was a malfunction of the mixer as foam was present in the reagent after mixing. He replaced the mixer and ran performance testing. Upon review of the patient data, the first two results had low signal values which suggests that a low volume of reagent had been pipetted for the reaction mixture. This corresponds to the observation of foam in the reagent. The sample did not contain clots or fibrin. No alarms were issued on the analyzer. Quality controls were within acceptable ranges and the provided calibration signals are as expected. Therefore, no reagent issue was evident. Upon review of the alarm trace, no alarms related to the event were observed. According to product labeling, only a dilution factor of 1:10 is recommended for dilution of samples. Labeling also recommends renewed calibration after 1 month (28 days) when using the same reagent lot. The customer did not renew calibration of the reagent after 28 days. The investigation could not identify a product problem. The cause of the event could not be determined.